Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 3 years and 2 months after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 45 ncm of primary stability was achieved, the patient presented bone type I and immediate load and immediate implant were performed.